Event description:
It was reported that within four days post-implant, the right atrial (ra) lead had high bipolar and unipolar impedances and the thresholds are greater than 2 volts. The x-ray one-day post-implant shoed good atrial lead position. A new x-ray showing ra lead positioning has been ordered and the results are pending. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).